Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 3 weeks prior to contacting lfs. The patient claimed that they obtained blood glucose results of '129 and 114 mg/dl" with the subject meter and within 30 minutes obtained blood glucose results of "80 and 90 mg/dl" with a precision meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing their diabetes with diet, exercise and oral medication (type/dose unknown). The patient claimed that 2 weeks after the alleged issue began they developed symptoms of "dizzy and blurry." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using the correct testing process and that the patient was using an approved sample site. Additionally, the cca confirmed that the patient was using the correct test strips and that they were being stored in an undamaged vial. However, the patient did not have control solution at the time of troubleshooting and so a control test could not be performed. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury. In addition, the results being compared exceed lfs' criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the retain test strips were tested and they passed testing with no faults found. Product analysis was unable to complete the DHR (device history record) for this product since the meter serial number was invalid or unavailable for review.(B)(4).

Manufacturer narrative:
The classification of this complaint is not changing. However, the patient returned the medical surveillance specialists call on (B)(6) 2012 and provided additional information in support of the complaint. The patient mentioned that he was comparing the subject meter (onetouch ultra2 meter) with an aviva meter (unspecified model). The patient stated that he treats his diabetes with glyburide (two 5 mg tablets in the morning and ½ a tablet "2.5 mg" in the evening). The patient stated that he tests his blood glucose 2 times a day and that his normal blood glucose is between "60-120 mg/dl." The patient denied making any changes to his normal diabetes management that could have led to the onset of symptoms. The patient reported developing symptoms of "blurry vision and shakiness" and stated that he immediately consumed food to treat the symptoms (unable to recall what he specifically consumed).

Manufacturer narrative:
(B)(4): the meter has passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.